Event description:
It was reported that the patient had difficulty charging her first implant and the hcp revised it. Additional information has been r equested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 377775, lot# v002096, implanted: (B)(6) 2006, product type lead; product ID 377775, lot# v002096, implanted: (B)(6) 2006, product type lead; product ID 37742, serial# (B)(4), product type programmer, patient. (B)(4).